Event description:
It was reported that this pacemaker exhibited high capture thresholds on the right ventricular (rv) lead channel. The device exhibited farfield oversensing of ventricular signals on the atrial channel as a result. Technical services (ts) suggested further actions and reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device output was increased. The explant indicator was reached. The boston scientific representative was concerned regarding the elective replacement indicator (eri) changeout window with the elevated output. Ts performed a data analysis and confirmed the device was depleting normally. Ts advised the labeled replacement recommendations apply. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high capture thresholds on the right ventricular (rv) lead channel. The device exhibited farfield oversensing of ventricular signals on the atrial channel as a result. Technical services (ts) suggested further actions and reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high capture thresholds on the right ventricular (rv) lead channel. The device exhibited farfield oversensing of ventricular signals on the atrial channel as a result. Technical services (ts) suggested further actions and reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device output was increased. The explant indicator was reached. The boston scientific representative was concerned regarding the elective replacement indicator (eri) changeout window with the elevated output. Ts performed a data analysis and confirmed the device was depleting normally. Ts advised the labeled replacement recommendations apply. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.